Event description:
On 11/28/01 the end-user called medtronic minimed, USA. The end-user was admitted by dr. To hospital earlier 2001 for a period of 4 days with diabetic keto-acidosis. The reasons are unclear however it is suspected that the instructions for use were unclear to the end-user resulting in a kinked soft cannula. On 4/1/2002 maersk medical a/s rec'd the complaint and 1 used cannula part (base piece). The incident took place in use.